Manufacturer narrative:
Device evaluation summary: the reported faulty battery issue was verified during service. Service technician observed that the unit switches off when disconnected from the main power supply. The issue was resolved by cleaning the unit internally and externally, and replaced the batteries. Performed electric safety test and functional test and all passed. Preventive maintenance was performed as per specification. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, this bio-console 560 instrument had a faulty battery that did not charge even though it was plugged into a power outlet. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the battery was installed in 2022.

Manufacturer narrative:
Additional info d4: UDI updated additional info h6: updated the annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.